Manufacturer narrative:
The customer's reported complaint of PICC catheter tubing became kinked during in situ use was confirmed during evaluation of the returned PICC complaint sample; there was a kink observed at the 4cm mark. No manufacturing non-conformance was observed. The implant date is unknown so it is unknown how long the PICC device was in situ when kinked tubing prevented proper flushing of the catheter lumen. There was no report of the kink being present at the time of the PICC placement procedure. Likely root cause for the kink in the catheter tubing during in situ use is damage due to handling and/or patient anatomy. Device history record review of the packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/PICC assembly lots for similar catheter kinked issue (out of box or in situ). Labeling review: as noted during the review of the directions for use (dfu) item number 14655753-01 that is supplied in the reported kit, the following precautions/warnings are stated: warnings: do not use if package is opened or damaged. Do not fully insert catheter up to suture wing. Do not use sharp objects to open package as damage to the device may occur. If catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair: in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced. Potential complications/adverse events: catheter rupture, extravasation of infusate. Management of lumen occlusion: provided there is no resistance with aspiration, flush the catheter vigorously with sterile normal saline to try to move the tip away from the vessel wall. Use a 10 ml or larger syringe. Precaution: never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a bio-stable 4f sl 55cm mst-70 kit valved with nitinol guidewire. The patient's PICC had been placed in the right brachial vein 8-10cm below the armpit. They had no backflow, and it was not possible to flush the PICC line. Attempts were made to get the PICC line started, and x-ray was used in an attempt to see the PICC, however both were unsuccessful. Ultimately, the PICC was removed and replace, but in the left arm rather than the right brachial vein. Examination of the PICC after removal noted the catheter was pinched approximately at the 5cm mark.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
16-oct-2025; this follow up/correction report contains additional information as well as revised information in the following sections: d1, d3, d4, d6a, e1, e2, e3, g1. Reference (B)(4).